Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts was no longer functional two years post-op. The device has been removed and replaced with another xen successfully. The explanted device was noted to be flat, crumbling in appearance and was very different from what hcp used to seeing postoperatively.